Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. However, when the mdu cable was touched, an image was sometimes appeared and disappeared (intermittent). The root cause of failure is a defective lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-02029 , 2134265-2013-02030. It was reported that during a percutaneous coronary intervention procedure, the motor drive unit automatic pullback was stopped. During the intravascular ultrasound procedure, the motordrive of ilab pullback was suddenly stopped. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-02029 , 2134265-2013-02030. It was reported that during a percutaneous coronary intervention procedure, the motor drive unit automatic pullback was stopped. During the intravascular ultrasound procedure, the motordrive of ilab pullback was suddenly stopped. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable. Additional information has been requested and is not available.